Event description:
Pt brought to cath lab for removal of malfunctioning pacemaker with battery depletion and atrial and ventricular lead oversensing and malfunction. Sinus node dysfunction. Pacemaker pulse generator was removed. Atrial lead removed in total. Simple traction then applied to ventricular lead, but failed to free lead from its location. Scar tissue along subclavian vein and superior vena cava encountered. Laser ablation used along this lead near right atrium. Sudden drop in bp. Code blue called. Pericardiocentesis done; all interventions failed.